Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. As of the date of this report, the iesu has not yet been received by intuitive surgical, inc. (Isi) for evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, repeated errors occurred on the erbe generator. The intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and verified the errors. After multiple errors occurred, the customer disconnected the erbe generator and switched to the valleylab forcetriad to continue the procedure. The procedure was completed with less than a 15-minute delay, and no harm occurred to the patient.